Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a hemostasis procedure performed on (B)(6) 2009. According to the complainant, the clip could not be deployed, because the over-sheath grip detached from the over-sheath while trying deploy the clip. Another resolution clip device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).